Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a handle. A visual inspection of the returned photo noted that the retraction knobs can be seen to be fully retracted. No device abnormalities can be seen in the returned photograph. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic lung resection, when using the device to cut off the arteries and veins of the right lower lung lobe bronchus. When the tube was opened, it was found that the device did not fire, the green button was pressed and the handle was able to be squeezed, and then a new gun was used and was loaded with the original black reload, however the new gun still cannot be excited. A new reload and handle was used to resolve the issue. No patient harm.